Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced intermittent out of range signals for approximately 1 hour. Dexcom technical support advised patient to perform a paperclip restart which resolved the issue. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.